Event description:
According to the reporter: procedure: gastrectomy. The stapler was used to close duodenal stump. The pt was returned to hospital 24 hours post-operative with acute abdomen which required urgent operation. About 50% of the staple line had opened so manual suturing was done. Pancreatic juice leaked into the peritoneal cavity and biliary peritonitis was noted. Fourteen hrs after the re-operation the pt expired. Efforts have been made to obtain additional info but no further details have been reported.

Manufacturer narrative:
Date of initial report: 06/15/2009.